Event description:
The hospital reports that the vasoview hemopro kit was incomplete. They discovered the missing piece before a case began.

Manufacturer narrative:
The complaint device was not returned to maquet cardiac surgery for investigation; therefore it could not be evaluated. A lot number was not provided; therefore a ship history to the account was performed. There are no records in our system of any shipment to the account a year prior to the event date. Since the batch number was not provided a review of the device history record (DHR) could not be performed.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).